Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 04nov2020.

Event description:
The customer reported the battery is broken. The unit was not in use, and there was no patient or user harm reported.

Manufacturer narrative:
G4:07jan2021 b4:(B)(6) 2021 h11: after further investigation of this complaint information regarding "battery is broken" deems this case to be non-reportable since the events happening was prior to its use and no death or serious deterioration in health occurred. The customer reported there is no malfunction. The customer was looking for sales staff to solve their customer inquiry. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.